Event description:
It was reported that the patient with this pacemaker device called technical services (ts) to report having experienced two syncopal episodes. The patient speculated that the syncope episodes may have been due to the pacemaker battery having been depleted. The pacemaker had been implanted for about ten years and reached end of life (eol). It was reported that a generator replacement procedure was scheduled. Subsequently, the device replacement procedure was performed, and the pacemaker was explanted and successfully replaced with a new device. No additional adverse patient effects were reported. The device was returned to the facility.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this pacemaker device called technical services (ts) to report having experienced two syncopal episodes. The patient speculated that the syncope episodes may have been due to the pacemaker battery having been depleted. The pacemaker had been implanted for about ten years and reached end of life (eol). It was reported that a generator replacement procedure was scheduled. Subsequently, the device replacement procedure was performed, and the pacemaker was explanted and successfully replaced with a new device. No additional adverse patient effects were reported. The device was returned to the facility.